Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records.

Event description:
It was reported that the tracheostomy tube was placed in the patient in surgery and the cuff deflated a couple of hours after the patient was in the intensive care unit. The patient was returned to the operating room and the tracheostomy tube was replaced with the same type tracheostomy tube.